Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have blood at site. Customer reported to have been hospitalized due to high blood glucose. Hospitalization information was not given. Customer's blood glucose was unknown. It was reported that customer was on 81 mg of aspirin, which may have caused bleeding. Customer was advised to monitor situation and to contact healthcare professional.